Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 70% stenosed target with lesion was located in the moderately tortuous and mildly left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, after multiple tests, the device failed to display an image and was recognized by the system as a simulator. The procedure was completed with this device and the patient was stable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. No damage or failures on the catheter code pcba (ccp) board assembly nor on the hub connector pins. No damage was found in the imaging core within the telescope and sheath section of the device. The catheter was properly recognized by the imaging system when connected to the mdu, and no connection issues or errors were detected during testing. Impedance testing showed an electrical open at the proximal end of the catheter; 130-140cm from the distal housing. Media provided by the client showed the catheter being recognized as a simulator.

Event description:
It was reported that a catheter issue occurred. The 70% stenosed target with lesion was located in the moderately tortuous and mildly left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, after multiple tests, the device failed to display an image and was recognized by the system as a simulator. The procedure was completed with this device and the patient was stable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 70% stenosed target with lesion was located in the moderately tortuous and mildly left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, after multiple tests, the device failed to display an image and was recognized by the system as a simulator. The procedure was completed with this device and the patient was stable.